Manufacturer narrative:
Initial and final MDR (B)(4)-device 4 of 4

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced four infusion set's cannulas were kinked, which led to high blood glucose level event on (B)(6) 2026. The site of insertion was abdomen. Due to the event, patient experienced elevated blood glucose level and was treated with correction injection via multiple daily injections (mdi). The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.